Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited high pressure alarm despite no obvious kinks in tubing or occlusions in intravenous line. It reported that the patient went to the emergency room, and the pump started to infuse as intended per patient, and the patient was sent home but did not feel comfortable using the pump. Subsequently, the pump was replaced. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation in good condition. A review of the event history log evidenced the following: "high pressure" alarm messages after pump started and primed. The customer reported product problem was not replicated. The downstream occlusion sensor was replaced due to the above alarm however. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established.